Event description:
Device returned for non-specified repair. No patient impact reported. Repair escalated to complaint on evaluation due to attachment foot being damaged by tool contact and device return in less than 3 months from purchase or repair. No additional information was available on follow - up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the tube was corroded. Previous investigation determined that the likely causes are identified as debris in the collet and improper insertion of the tool. (B)(4) was initiated to investigate this malfunction. The user manual contains the following warning ¿the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." In addition, ¿a tactile and audible click will be observed when attachment is fully seated. Tactile feedback is felt when the dissecting tool is fully seated. Turn the tool locking ring to the ¿lock¿ position. Verify that the tool is in place by gently pulling on the tool.¿ we will continue to monitor this complaint type for trends. (B)(4).